Event description:
The patient was enrolled in the (B)(4) study with an 80%, mildly calcified lesion in the left internal carotid artery. The lesion was 5mm in length and the vessel was 3mm in diameter. An angioguard was placed and a precise stent was successfully implanted. The patient was discharged the next day on aspirin and clopidogrel. Approximately a month post index procedure the patient expired. The cause of death was unknown.

Manufacturer narrative:
Please note that additional information was received as follows: the patient's date of death was updated from (B)(6), 2010 to (B)(6), 2010. (B)(4).

Manufacturer narrative:
The patient was enrolled in the (B)(4) study with an 80%, mildly calcified lesion in the left internal carotid artery. The lesion was 5mm in length and the vessel was 3mm in diameter. An angioguard was placed and a precise stent was successfully implanted. The patient was discharged the next day on aspirin and clopidogrel. Approximately a month post index procedure the patient expired. The cause of death was unknown. Additional attempts to establish cause of death have been unsuccessful. The patient's medical history included hyperlipidemia and hypertension. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.